Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is filed for the same patient. The previous revision procedure (B)(6) 2013, was reported on medwatch number 1825034-2013-05641.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection. The joint was washed out and the liner was removed and replaced. Patient was further revised on (B)(6) 2014, due to recurrent infection, dislocation and instability. The liner was removed and replaced.